Manufacturer narrative:
The event occurred during an unspecified date of (B)(6) 2022. The device was manufactured from (B)(6), 2020 - (B)(6), 2020. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the balloon of a small volume folfusor ruptured and leaked. This issue was discovered during preparation. There was no patient involvement. No additional information is available.